Event description:
It was reported via repair work order that the cot retaining post pin bracket assembly came apart due to a stripped bracket, this would not allow the cot to lock into the fastening system. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.